Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's family member: patient's wife stated that the patient's stomach became distended so she made him lay flat for a couple hours. She was concerned that she might have to take him back to the emergency room. No further patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial consumer and their spouse regarding an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that they were in a lot of pain and went to the emergency room. They were not able to urinate though a catheter or on their own. Additional information was received. They ended up in the emergency room. They put the catheter back in and the patient was retaining urine. No device issue alleged / identified. No further patient symptoms or complications were reported.